Event description:
It was reported that the device had over-sensed noise and triggered tachycardia events. The device had also undersensed r-waves. The undersensed r-waves measured approximately 0.15 mv. Sensitivity was reprogrammed. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.